Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of the returned modular cable confirmed an issue that could have contributed to the reported drive line power fault alarms. The heartmate 3 modular cable, lot number 197145, was returned in used condition and showed that the bend reliefs and outer jacket were discolored; however, the texture of the outer jacket felt normal and no damage was noted to the exterior of the cable. Examination of the controller connector found it to be unremarkable with no evidence of damaged pins, debris, or corrosion. Visual inspection of the inline connector showed no evidence of damage to the pins; however, a buildup of yellow/green debris consistent with dried fluid was observed surrounding all six connector pins. In addition, one of the o-rings within the inline connector showed evidence of fraying, suggesting that the o-ring was displaced from its groove at the time the modular cable was connected to the pump cable. The returned modular cable passed electrical testing without issue. The modular cable was then operated with test equipment on a mock circulatory loop for an extended period of time and no driveline power fault alarms were reproduced. The modular cable was subsequently dissected, which revealed no damage to the armor or bionate layers. Visual inspection of the underlying wires revealed no broken wires or exposed conductors that would have contributed to the reported drive line power fault alarms. The displaced o-ring in the modular cable inline connector could have allowed fluid to enter the inline connector and contact the connector pins, which could have resulted in an electrical short and activation of the reported drive line power fault alarms. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The modular cable shipped in the implant kit for mlp-009245 on (B)(6) 2017 via customer order (B)(6). No further information was provided. The patient remains ongoing on the lvad with the new modular cable and no additional events have been reported at this time. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad coordinator noticed a drive line power fault alarm on the patient's system controller. The modular cable was exchanged and the alarm resolved. No further information was provided.